Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 3003724334.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Correction to e2, e3, g2 for customer information inadvertently left out of previous report. The device was returned to olympus repair center and during inspection the event was not reproduced, but the error was found in the error log. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The cause of the error could not be determined. However, based on the complaint, the occurrence of error message e433 is likely attributable to one of the following temporary causes: - disturbance of the esg-400 due to interspersed electromagnetic interference fields. - the user actuates the foot switch while the generator is booting. - a defective foot switch due to a short circuit in the connector. - a defective foot switch due to a defective reed contact. - a defective cable connection between the high voltage power supply board and the generator board. - a defective cable connection for the output signal between the generator board and the relay board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that his olympus hf generator unit was producing an esg communication error during preparation for a therapeutic colonic resection. According to the initial reporter, the intended procedure was completed using a similar device. There was no patient harm reported as a result of this event. This report is related to reports with patient identifiers: (B)(6).